Manufacturer narrative:
A-7559540 - (B)(6) 2022. Skin rash was found that appeared to be a metal allergy. On (B)(6) 2022, the revision surgery was performed. The metal head and the liner were replaced. The surgeon wanted to replace the stem; however, if he removes the stem, the femur will be broken. Therefore, the surgeon decided to leave the stem. Although the surgeon wanted to use a delta head with sleeve, there is no 9/10 delta head. The surgeon determined to use a delta head. The neck of the stem was blackened, so that the surgeon carefully polished the neck with a sterile brush. The removed head was blackened, and the surgeon assumed that it was armd. We got this info from the sales rep on (B)(6) 2022. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reports regarding the revision surgery which was performed after the primary surgery. This (B)(4) reports regarding skin rash which appeared after the revision surgery. It was reported that on (B)(6) 2013, the patient underwent the revision surgery with the head. The surgery was completed successfully without any surgical delay. On (B)(6) 2017, the accord cable got broke after the revision surgery on (B)(6) 2013. On (B)(6) 2022, the patient underwent the second surgery due to the pseudoarthrosis of the greater trochanteric femur, and the accord was removed. On (B)(6) 2021, the patient underwent the removal surgery of the foreign body in the femur. The second surgery and the removal surgery were not related to the depuy devices. Skin rash was found that appeared to be a metal allergy. The size of the stem was long, and it seemed to be difficult to remove. Therefore, the surgeon decided to replace the head with a new head. The revision surgery will be performed on (B)(6) 2022. The cup in question will be discarded. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device associated with this report was not received for examination. All implant photos were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.